Event description:
It was reported that a day after implant procedure, the patient of this right ventricular (rv) lead presented to the emergency room (ER) with chest pain symptoms and intermittent capture on the lead. A fluoroscopy imaging was done, with the results confirming a micro dislodgement of the lead. A lead revision was performed, and the rv lead was repositioned successfully. No additional adverse patient effects were reported. The lead remains in service.